Event description:
The customer reported error code 242.4030. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error code 242.4030. No patient involvement.